Event description:
It was reported that during implantation of a dual chamber fixed rate pacemaker system, the right atrial lead possibly perforated the superior vena cava. Consequently, the atrial lead was explanted, and the pacemaker system implant was changed to a single chamber fixed rate. The patient died on the day of implantation of hemorrhagic shock. It was also reported the atrial lead will not be returned for analysis, as it was discarded. It was further reported a few days prior to the patient's death they had been hospitalized for a syncopal attack that a complete atrial-ventricular block seemed to cause. It was also reported that the patient seemed to be pacemaker dependent and no autopsy information will be available.

Manufacturer narrative:
The lead is not available for analysis, as it was discarded. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implantation of a dual chamber fixed rate pacemaker system, the right atrial lead possibly perforated the superior vena cava. Consequently, the atrial lead was explanted, and the pacemaker system implant was changed to a single chamber fixed rate. The patient died on the day of implantation of hemorrhagic shock.